Event description:
It was reported that insyte autog bc needle pierced the catheter. Nurse in cars was starting a 22g IV and the needle punctured through the catheter while advancing, causing two puncture sites.

Manufacturer narrative:
G.4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.